Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 210mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
Reportable based on device analysis completed on 16sep2020. It was reported that the shaft got kinked. The 75-90% stenosed target lesion area was located in a moderately tortuous and moderately calcified blood vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft got kinked while delivering the wolverine. The procedure was continued and completed with another of the same device. No patient complications reported. However, device analysis revealed a complete hypotube break.